Manufacturer narrative:
Product event summary: the guidewire with lot number 0012437265 was returned and analyzed. Visual inspection showed the guidewire appeared intact without any issues. The guidewire was received threaded into the catheter and extended beyond the tip. A foreign material was observed at the tip (point of contact with the catheter). X-ray and optical inspection showed the measured diameter of the returned guidewire was as specified. The guidewire extended from the tip of the catheter and stretched 1.5 inches from the distal end. Resistance was encountered during guidewire removal attempts. The guidewire was stuck due to foreign material (tissue). Dissection was performed to assess the points of resistance. The outer diameter of the guidewire exceeded the specification due to the presence of the foreign material at two locations: one at the tip of the catheter and a second observed inside guidewire lumen 0.145 inches from the distal end of the tip. In conclusion, the guidewire did not pass returned product inspection due to tissue observed on the tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the guidewire became "sheered" and could not be removed from the loop catheter. The loop catheter and guidewire were replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.